Event description:
It was reported that the bronchovideoscope displayed no image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(4). The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image is displayed due to a malfunction in the circuit board inside the scope connector. The most probable cause may have been due to irregular physical damage to the scope connector or irregular electrical damage to the electrical contacts during handling, resulting in damage to the electronic components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.